Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home choice (hc) had a system error 2240 (air in line/set) alarm during dwell 4 of 5. The home patient (hp) was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm to the hp and advised the hp to use manual bags. The hp didn't have any manual bags and would contact the nurse. There was patient involvement, but was no patient injury or medical intervention indicated at the time of the initial report.